Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Reportedly, an altitude alarm occurred. Customer administered a manual injection to address bg. A new cartridge was loaded, and insulin delivery was resumed. No additional patient or event information was provided.